Event description:
The customer reported having low and high blood glucose. The customer noticed that the cannula was bent and the device alarmed no delivery. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms, low reservoir and low battery alarms. The customer stated that the drive support cap was loose, and once the drive support cap was inserted in, it has recessed. Assisted the caller to run a manual prime test and the insulin did exit. The customer mentioned having bent cannulas. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.